Event description:
It was reported that a patient presented remotely via merlin.net. It was noted that there was no rf telemetry on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was stable.